Event description:
Pt reported experiencing elevated blood glucose (500 mg/dl). Pt indicated that he did not believe the device to be delivering the accurate amount of insulin. Pt indicated that he used supplies longer than recommended. Pt stated that he had a sinus infection.